Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: exposed implant. The event of exposure is a physiological complication and analysis of the device. Generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side ¿exposed implant¿. Device has been explanted.